Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during a procedure. (Procedure date is unknown.) According to the complainant, the patient was hospitalized on (B)(6) 2013 because, the internal bolster adhered to the abdominal wall. The peg tube was removed and a new endovive initial placement kit was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.